Event description:
It was reported by service report that the timing link was broken in half on the head right siderail and there were exposed sharp edges. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.

Manufacturer narrative:
Result: timing link.